Event description:
It was reported that during removal of the pa catheter it became lodged and would not allow removal. More force was applied to try and remove the catheter, this resulted in the catheter snapping leaving approximately 30 centimeters in the patient. At that stage the sheath was removed and the remains of the catheter were still within the sheath thus all catheter and sheath were removed safely.

Manufacturer narrative:
There were two possible lot numbers provided by the customer: 58832410, expiration date: 08/01/2011; (B)(4), manufacture date: 02/19/2010. Second lot no. 58855297, expiration date: 10/01/2011; (B)(4); device manufacture date: 04/12/2010 the device has been returned to edwards for analysis. The evaluation is underway.

Event description:
The customer reported an issue with their meter which suggests the memory overwrite malfunction has occurred. There was no report of death or serious injury.

Manufacturer narrative:
Swan ganz catheter with contamination shield and arrow introducer were returned. The catheter was received broken inside the introducer. The catheter break was 33 centimeter proximal to the catheter tip, and located in the flexible section of the introducer sheath. The introducer sheath was rippled throughout the entire length. The catheter appeared to have become caught at the tip of the sheath due to being bent at a severe angle. This is indicated by the kinking of the catheter body (kink next to the proximal break site). The thermal filament and cover did not appear to have been damaged. If the thermal filament area was stretched, the filament would have become loose. The distal section of the catheter break was removed from the introducer and the break was found to match the proximal break section. The thermistor, optics and thermal filament wires are all broken. The exact root cause for the difficulties encountered by the customer cannot be confirmed; however, the observed damage is consistent with the following: the swan catheter became kinked during use. During removal of the catheter, the kinked portion caught on the distal tip of the introducer. As reported, the catheter became lodged and would not allow removal. More force was applied to try and remove the catheter. It is likely at this point that the introducer sheath accordioned. While continuing to pull on the catheter, the sheath accordioned around the catheter tube, trapping it inside. As force was used in attempts to remove the trapped catheter, it resulted in the catheter breaking. Once the catheter became trapped, it is common practice to remove the catheter and introducer together as a unit as there would be less chance of incurring any further damage. The device history record review for both lot numbers was completed, which revealed that the lot met all specifications prior to release.